Manufacturer narrative:
Concomitant medical products: exact date unknown, event occurred eight months ago from the date the manufacturer was made aware. Explant date: eight months ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7050111.

Event description:
It was reported that the ipg was not doing anything for the patient. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.